Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 123mg/dl (this was the only result stated in the reported issue notes). Tests were done less than 10 minutes apart with a difference of greater than 20%. Pt did not experience any adverse events. No further info has been reported.